Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted. The following bwi devices were in use: carto 3 ((B)(4)), stockert ((B)(4)), cool flow pump ((B)(4)). (B)(4).

Manufacturer narrative:
(B)(4) it was reported that during a left-sided idiopathic vt, a perforation of the left ventricle was noticed as the patient's blood pressure dropped and heart rate increased. The perforation was confirmed by transthoracic echo. A pericardiocentesis was performed and caller reported that approximately 1.5 liters of fluid were removed. The patient was reported to be in stable condition and in the or. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for carto 3 and the catheter was recognized by the system, no error messages were displayed and the catheter was properly visualized. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that a patient, (B)(6) years old, male underwent a left-sided idiopathic vt ablation procedure with a smart touch catheter and suffered a cardiac tamponade. The physician was performing a fascicular vt ablation had mapped the lv retrograde and performed several at least 8 lesions when he was having difficulty navigating to the area of the left ventricular septum. At this time, he decided to go transseptal and try to reach the area of interest via a different approach. After a successful transseptal, he reached the area of interest and performed at least 5 additional lesions. After the catheter moved to the apex of the lv, he was having difficulty in returning to the area of interest, possibly due to the valve apparatus. After several minutes of trying to navigate to the area of interest it was noted that the patient¿s blood pressure had decreased significantly to 60¿s/30¿s. Heart rate was also increased. Transthoracic echo was performed and verified pericardial effusion. . A pericardiocentesis was performed. A pigtail drain was placed under fluoroscopic guidance and blood was withdrawn and reinfused through a femoral venous sheath. After continuing to withdraw blood with no signs of slowing of flow from the pigtail a cardiothoracic surgeon was called. The patient remained stable throughout the process of removing blood from the drain and reinfusion. While in the lab at least 1500 cc was reinfused. The patient was successfully transported to the or and the perforation was closed by the cardiothoracic surgeon. The electrophysiologist stated after the event that they had withdrawn nearly 3000 cc from the pigtail from the start of the incident through the repair, all of which was returned to the patient¿s circulation. The patient¿s hospitalization was lengthened by several days. The patient was fully recovered in less than one week. The physician¿s opinion regarding the causality of adverse event was procedure-related.